Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was found to be derailed at the distal idler pulley. The grips were still able to open and close, but their movement could not be precise. The cable derailment was likely due to cable losing contact with the pulley during wrist articulation. Failure analysis concluded that the fleet angle between the proximal and the distal pulleys could have contributed to the cable derailment. Additional observations not reported by site were frayed grip cable and distal pulley damage. The grip cable was also found to be frayed at the distal idler pulley. The frayed strands were sticking out at the wrist. Other cables at wrist were not damaged. Failure analysis investigation also found scratch marks on the surface of the distal pulley. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and/or the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, a wire in the loop was noticed on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.